Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the field representative was informed a subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were scheduled to be explanted due to an infection. The field representative was unable to obtain any further information. No additional adverse patient effects were reported.